Event description:
A surgeon reported there were complications during an intraocular (iol) lens implant surgery. The surgeon reported he had to use an anterior chamber lens because the pt had pseudoexfoliation and very poor zonules. The surgeon reported he suspects the pt has uveitis-glaucoma-hyphema (ugh) syndrome due to the pt's constant bouts with inflammation, iritis, pain and intraocular lens pressure issues. The surgeon also reported one of the haptics on the lens is pushing and distorting the iris. The surgeon reported he plans to explant the lens and suture and fixate another lens to the pt's sclera. Additional information has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire had not been received. (B)(4).